Event description:
A report was received that the patient was experiencing pain at the pocket site and had difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.